Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 and h6 (component code has been corrected to 525 - tube and health effect impact code has been corrected to 2645 - no patient involvement) additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation and the information provided, the user confirmed that nex powder was used in the previous procedure. However, a root cause could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection " and the prevention method in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.

Event description:
It was reported that the gastrointestinal videoscope had foreign material exiting from the channel including the auxiliary water channel. The issue occurred during reprocessing. The intended gastro procedure was completed using the same set of equipment. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.